Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarm 30s occurred during basal insulin delivery with multiple cartridges. Additionally, it was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse effect to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 300 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge alarm was verified; however, the alleged out of range issue was not.